Event description:
It was reported the buttons on the insulin pump were getting really hard to push on. Customer's mother stated the school called her about the buttons on the device. Customer's blood glucose was unknown. The up and b buttons are not working. Issue has been occurring for a week. Customer's blood glucose in the morning was 113 mg/dl. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, battery tube threads, case at the display window corner and display window, minor scratched display window, reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.